Event description:
Nellcor puritan bennett rec'd a call from the user facility on 02/16/1999. User facility called to report the following problem: patients family reports monitor shuts off, with no audible alarm, while green charging light is on. Occurred several times in one day. Reported stated there are many power surges in their area.